Manufacturer narrative:
H3 other text : the customer resolved the issue.

Event description:
The customer reported that after performing a generator test at their facility, telemetry shut down in the whole hospital due to their philips information center ix (pic ix) hosts rebooting despite being on an uninterruptible power supply (ups). The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that after performing a generator test at their facility, telemetry shut down in the whole hospital due to their philips information center ix (pic ix) hosts rebooting despite being on an uninterruptible power supply (ups).the device was in use on a patient. There was no report of patient or user harm.